Manufacturer narrative:
This report is submitted december 20, 2019. - attachment: [157162 device analysis report reg.pdf].

Manufacturer narrative:
This report is submitted on november 01, 2019 by cochlear limited.

Event description:
It was reported that the recipient experienced dissatisfaction of device performance. The device was explanted on (B)(6) 2019. As per the clinic, the device was explanted due to uncertain device placement issue and suspected a device failure.